Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the proximal end in the housing. A loose grip cable at the distal end is often caused by something else in the backend (ex: broken cable, crack clamping pulley, loose clamping pulley screw). The plastic housing was removed, and during the visual inspection, the grip cable was found to be broken at the proximal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the 8mm force bipolar instrument clamped down on a suture and was not able to release the jaws from suture. The emergency-stop button was engaged, and the instrument release kit (irk) was used without success. The suture was then cut, and the instrument was removed from the cannula. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was suturing the mesh to fix the hernia. There was no fault occurred prior to the instrument failure. The target tissue was abdominal (incisional) hernia. Upon failure of the instrument, it was observed that there were cables sticking out of the flexion point. The instrument was not in a strong grip mode at the time of the event. The instrument's jaws did not get stuck on the tissue. The instrument and the cannula were not removed together. The suture was cut and removed from the patient's abdominal cavity, and the process of suturing the mesh into place was restarted, causing patient longer time in surgery and under anesthesia. There was no adverse effect to the grasped tissue and no unexpected tissue removal. There was no unexpected bleeding.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.